Event description:
The customer provided additional information: the fault was found during a leakage test. The procedure was completed.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, a-rubber (bending section cover) leaked, which led to water invasion of the device, then abnormality of electronic parts. As a result, the suggested event occurred temporarily. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of a black screen was not confirmed. Due to a pinhole on the bending section cover, water tightness is lost and due to a damaged charge coupled device unit, the specified resolving power is not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer a black screen while using evis lucera elite bronchovideoscope. The malfunction was found during reprocessing; therefore, there was no patient or procedure involvement.